Event description:
The pt was implanted with a synchromed pump and catheter on 4/11/1995 to treat non-malignant pain/failed back surgery syndrome. The pump has been returned to the MFR. The pt was implanted with a model 861718 synchromed pump on 3/10/1999.